Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was a fractured pully cable on the mega needle driver instrument. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: when the issue occurred the surgeon was clipping. No fragment fell into the patient's anatomy. The instrument was inspected prior to use with nothing noticeable out of the ordinary. Clip would not apply.